Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage and fractured conductors approximately 8 centimeters (cm) from the is-1 terminal end. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of contact with the device. The reported high impedance measurements, noise, and oversensing were likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated that this lead also exhibited noise and oversensing with isometrics. Additionally, a lead fracture was visible via x-ray. A surgical revision was performed, and this lead was partially surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 3,000 ohms, and noise on the atrial channel. The plan was to replace this lead. No adverse patient effects were reported. The lead remains in service.